Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid (1.0 mg/ml, 0.4000 mg/day), and bupivacaine (30.0 mg/ml, 12.001 mg/day) via an implantable infusion pump. Indications for use included malignant pain and carcinoma. It was reported that on (B)(6) 2013, the patient reported their pump migrated secondary to weight loss, which caused some discomfort. The programming date from the most recent refill prior to event was noted to have been on (B)(6) 2013; however, the pump settings were also noted to have been examined on (B)(6) 2013. Interventions on (B)(6) 2013 included medical or non-surgical therapy, specified as the patient was to resume wearing an abdominal binder. The etiology was indicated as related to the device or therapy, specifically the incisional site/device tract at the pump pocket; and was not related to the implant procedure. The outcome was resolved without sequelae on (B)(6) 2014. Follow up was performed to confirm the medications at the time of the event. If additional information is received, a follow-up report will be sent.